Event description:
A report received from the USA stated the device is experiencing a hose damaged. It is unknown if the device was being used during surgery. It is unknown if patient or user injury was reported. The date of the event is unknown. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).